Manufacturer narrative:
A steris service technician arrived onsite to inspect the table. The technician found the table to be operating properly. No issues were noted with the function or operation of the table. The technician inspected the floor lock system and feet, and they were found to be operating properly. The table was returned to service. A steris account manager offered in-service training on the proper use and operation of the 3085 surgical table; however, the user facility declined. The 3085 surgical table operator manual states (1-1), "warning - instability hazard: stabilize table when transferring patient." No additional issues have been reported.

Event description:
The user facility reported that at the end of a procedure while transferring a patient onto a stretcher from their 3085 surgical table the table tipped. The table was set down and realigned, the user facility personnel completed the transfer successfully. No report of injury.